Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. The receiver was charged and did not turn on.the receiver log was downloaded and reviewed and rtt loss was observed on (B)(6) 2019. An interior visual inspection was performed and a defective battery was observed. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be a defective battery. No injury or medical intervention was reported.